Event description:
On (B)(6) 2015 in the morning, wife noticed that he was sweaty. Customer was unresponsive. Wife called the ambulance. The emergency doctor measured his blood glucose level at 37 mg/dl and injected him with glucose and customer woke up. The ambulance drove him to the hospital and he received the stationary treatment in the regular care unit. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The deliver/accuracy issue was not confirmed, however a component issue has been confirmed, which led to a decreased battery life.